Event description:
The carefusion ventilator solutions specialist reported that this demo avea was placed on a pt after 3 hours on the pt, the unit has autopeep and the pt was not able to exhale. The pt was sedated and there was no change on the auto peep. The ventilator was removed from the pt and the pt was placed on another ventilator and the pt is doing fine.

Manufacturer narrative:
(B)(4). The carefusion ventilator solutions specialist evaluated the ventilator and was able to duplicate the problem. He removed the hme and the exhalation filter, installed a new exhalation filter, tested the ventilator on his test lung and still has the same problem. The carefusion failure analysis tech evaluated the ventilator using default neo-natal settings and no inop condition nor were any alarms present. After cycling the unit for 15 minutes duplicated both the circuit occlusion and extended high peak alarm issue. Issue was isolated to the inspiratory pressure transducer on the transducer communication alarm pcb.